Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was currently in the hospital with an infection they developed after the implantable neurostimulator (ins) was replaced. The reporter stated their life had been turned upside down since being implanted. The patient¿s wife was concerned that the infection was caused by the hardware. Antibiotic treatment was necessary. The reporter stated the patient may have the ins removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).